Manufacturer narrative:
Device evaluation: visual analysis of the photos identified an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side intracapsular rupture, "linguine sign", pain, "contracted" (grade ii), "several areas of in folding", "pockets of free fluid", and "abnormal contour", "hole". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and capsular contracture (baker grade unknown).

Event description:
Healthcare professional reported right side intracapsular rupture, "linguine sign", pain, "contracted" (baker grade unknown), "several areas of in folding", "pockets of free fluid", and "abnormal contour". The device remains implanted.